Event description:
It was reported by dealer that the metal post snapped on one of the pivots of the adductor for the (B)(4) power chair. Customer was using the product at the time. Customer was not sure how it happened and the customer was only using it for a few days. He states the customer has no abnormal amount of tone. No injury reported. No further information provided.